Event description:
It was reported the patient had high impedances, greater than 40,000 ohms. It was noted surgical intervention was required, maybe troubleshooting. The patient did not have therapeutic effect or side effects. Additional information received 8 days later reported the patient did not want a troubleshooting operation so he left the hospital without any diagnostics. No interventions were planned or taken yet. It was noted the patient was doing okay.

Manufacturer narrative:
(B)(4).